Event description:
It was reported to boston scientific corp on june 8, 2009, that a cre balloon catheter device was used during an esophagogastroduodenoscopy procedure with dilatation performed on (B)(6), 2009. According to the complainant, during the procedure, the gauge was removed from a used syringe and attached to a 60cc non-boston scientific syringe. Because the gauge was not calibrated to be used with the 60cc syringe, the balloon over inflated and burst inside the pt's esophagus. There was no injury to the pt. There were no fragments left inside the pt. The procedure was completed with a different device (brand name and MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to the "fine."

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).